Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawers 3.1 and 3.2 were not detected on the bus and unable to recover. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-jul-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system drawer 3.1 failed and not detected on bus. A field service engineer confirmed that the main full height drawer was not detected. Upon inspection, the engineer discovered that lights on the printed circuit board assembly (pcba) controller module did not turn on. Further, the engineer replaced the pyxis module controller pcba, reconfigured and rebooted the device, ran firmware updates and tested it in hardware test application (hta). Customer performed inventory. Preventative maintenance was performed. The system functioned as intended after the field service engineer repaired the device.